Event description:
It was reported that a lead integrity warning was triggered for the right ventricular lead due to non-sustained episodes and short interval counts. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: the distal portion of the lead was returned, analyzed, and the distal conductor of the lead developed a fracture at the first rib/clavicle location while in vivo. The inner insulation and outer insulation of the lead developed a breach at the first rib/clavicle location while in vivo, the outer insulation of the lead was breached due to bi/multi-lumen tubing voids while in vivo. Performance data was returned and analyzed. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Lead failure predictor triggered on (B)(6) 2015 for ventricular short integrity counts and non-sustained tachycardia episodes. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was variable. The rv pace impedance was steady at ap proximately (B)(6) ohms then begins to vary between (B)(6) ohms and (B)(6) ohms starting (B)(6) 2014. (B)(4).